Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right atrial (ra) lead was damaged during the extraction of another lead from the system. As a result, this ra lead was explanted and successfully replaced. No additional adverse patient effects were reported. This ra lead has not been returned for analysis.